Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the catheter migration and the pump movement was not determined. The patient was transitioned to oral baclofen with a tapering of baclofen. The plan was to remove the pump. The event had not resolved as it was pending pump/catheter removal/replacement of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-06. The patient had multiple inquiries regarding the therapy, and stated that one of the hcps said "well, maybe you just don't need a pump anymore." It was noted that the pocket of fluid found on the MRI was thought to contain baclofen, and it was specified that the patient had been using baclofen pumps for multiple sclerosis spasticity for 15 years.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8596sc serial(B)(4) implanted: (B)(6)2016 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that according to the magnetic resonance imaging (MRI) scan the catheter had migrated out of the spinal cord. It was reported that the patient has increased spasticity. The patient reported they were on oral baclofen at 30mg 4x per day. The patient stated they were having "small spasms" on their hands and it was hard to grab things. The patient also had huge spasms on their legs, "that make them want to die," but those only occur maybe once every few days. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-06 from a business partner and a healthcare provider. It was reported that the pump medication was gablofen, and the initial gablofen therapy start date was unknown. It was noted that the patient's lower extremity weakness was improved, but the pump movement, catheter migration, and pump removal were ongoing. The patient had an ongoing implant site infection that was being treated with antibiotics (abx) [see mfg. Report #3004209178-2016-07148 for infection onset]. The patient was reportedly evaluated on (B)(6) 2017 for c-reactive protein (crp), with levels at 12.6mg/l (reference range: 0-8mg/l). On (B)(6) 2017, the patient underwent an MRI of the lumbosacral (ls) spine and a fluid collection was observed around the pump, which caused concern for a leak. Additional medical history included multiple sclerosis and spasticity due to multiple sclerosis. Concomitant medications included cellcept, baclofen, nuvigil, ampyra, lisinopril, warfarin, lyrica, cephalexin, bystolic, carbamazepine, celebrex, clonidine, pristiq, lorazepam, lurasidone, singulair, tolterodine, simvastatin, levothyroxine, adderall, fioricet, and melatonin. The patient was reportedly admitted on (B)(6) 2017 and discharged on (B)(6) 2017 with an admitting diagnosis of weakness.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: medical device: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 96 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had increased weakness in their lower right extremity starting about 3.5 to 4 weeks ago. Two weeks ago, it was confirmed the catheter had migrated and was no longer in the intrathecal space. Additionally, it was stated that the pump had moved in the pump pocket so they were no longer able to refill the pump. The pump movement was noted to have occurred on (B)(6) 2017. The pump was previously reduced to 96 mcg/day and could not go any lower due to the current concentration. It was reported that the hcp wanted to program the pump to minimum rate. The issue was diagnosed through imaging as both an MRI and CT scan were used to confirm the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that an intrathecal catheter study on (B)(6) 2017 was not done due to inability to aspirate anything from the port, despite radiographic and tactile confirmation. It was reported that the cause of the leak and fluid collection was not determined. It was reported that the leak and fluid collection had not been resolved, and that surgical removal of the pump and catheter was scheduled for (B)(6) 2017. It was reported that an exam was performed on (B)(6) 2017: MRI (magnetic resonance imaging) of the lumbar spine without contrast, for an indication of lower extremity weakness in the setting of multiple sclerosis, with comparison to a prior lumbar spine MRI on (B)(6) 2010. The following technique was reported: multiplanar multi-sequence MRI of the lumbar spine without intravenous contrast; sequences included axial, coronal and sagittal t2, sagittal stir (short-ti inversion recovery) and sagittal t1. The following findings were reported: there was a baclofen pump within the subcutaneous soft-tissues posterior lower back at the l3 (lumbar 3) level. There was fluid collection around the baclofen pump, measuring approximately 3.9x5.3x2.2 cm in anteroposterior, craniocaudal and transverse dimensions. It was reported that the findings were concerning for pump failure/leakage. Clinical correlation was recommended. It was reported that possible subtle t2 hyperintense lesions were seen within the spinal cord at the t12 (thoracic 12) level, also demonstrated on thoracic spine MRI. It was reported that this likely represented a focal demyelinating plaque. It was reported that there was no additional definite abnormal signal within the distal cord. It was reported that the conus terminated at the l2-3 disc level. It was reported that there was significant multilevel spondylosis of the lumbar spine; there was mild leftward curvature of the upper lumbar spine; there was no focal marrow edema; there was perhaps minimal anterolisthesis at the l4-5 level; there was significant disc space narrowing at multiple levels, with predominantly modic type ii endplate changes; there was associated endplate irregularity and osteophytosis. It was reported that at the l1-2 level, there was no significant canal or foraminal narrowing. It was reported that at the l2-3 level, there was a left paracentral disc herniation with resulting significant narrowing of the left subarticular zone; there was no significant foraminal extension; there was minimal inferior migration of focal disc herniation; there was mild canal narrowing at this level; there was bilateral facet arthrosis. It was reported that at l3-4 there was bilateral facet hypertrophy; there was endplate spurring and focal disc material which extended left neural foramen resulting in foraminal stenosis on the left; there was no significant right sided foraminal stenosis; there was no canal stenosis at this level; there was narrowing of the left subarticular zone due to bulky left sided facet arthrosis. It was reported that at l4-5, there was a disc bulge; there was more focal disc component in a left paracentral location; there was corresponding narrowing left subarticular zone; there was severe narrowing of the left lateral recess, due to facet hypertrophy, disc material and endplate spurring; there was no significant right sided foraminal narrowing or central canal narrowing. It was reported that at l5-s1 (sacral 1) there was mild bilateral facet arthrosis; there was diffuse disc bulge at this level with vacuum disc phenomenon; there was posterior disc osteophyte complex bilaterally, resulting in severe bilateral foraminal narrowing, more pronounced on the left. The following impression was reported: as suggested on the thoracic spine MRI, there may be a focal spinal cord lesion at the t12 level; there was a large fluid collection around the patient's baclofen pump within subcutaneous soft-tissues of the lower back, concerning for leakage of the pump; there was severe multilevel degenerative change of the lumbar spine, with significant progression compared to the prior exam from 2010, there was mild canal narrowing at the l2-3 level, multifactorial in etiology, there was also a left paracentral disc herniation at this level superimposed on the disc bulge; there was significant multilevel foraminal narrowing, which was most prominent from the l3-4 through the l5-s1 levels on the left. It was reported that an examination was done: a routine CT (computed tomography) of the lumbar spine without intravenous contrast on (B)(6) 2017. It was reported that two-dimensional axial, sagittal and coronal reformats were created and reviewed. The reported indication was to check the catheter location. The reported comparison was lumbar spine radiographs the previous day. The following soft tissue findings were reported: there was a fluid collection in the posterior subcutaneous fat extending from the mid l2 vertebral body level to the l4-l5 disc space level; collection measured 2 cm in maximal "ap" x 2.8 cm maximal transverse; the medication catheter coils and terminates within this collection and never enters the spinal canal. The following bones findings were reported: no fracture, no vertebral height loss. The following discs, spinal canal and foramen findings were reported: multilevel lumbar spondylosis better demonstrated on the MRI performed on (B)(6) 2017. It was reported that there was no acute abnormality of the included sacrum. The following impression was reported: the catheter terminates in the posterior subcutaneous fat within a fluid collection most likely reflecting medication from the pump; correlation for clinical features of infection was recommended to exclude abscess as etiology for this fluid collection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was removed on (B)(6) 2017.